Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v200 device indicating that the ventilator gave an asphyxia alarm. After the doctor checked the equipment, he found that the ventilator did not supply air and the tidal volume did not rise. It is unknown if the device was in use on a patient, at the time of the event. There was no patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17522.

Manufacturer narrative:
H10. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11. Updated contact information, contact office entity, and manufacturing site.